Manufacturer narrative:
Occupation: surgical stores. PMA/510k #: exempt. Investigation: evaluation: reviews of complaint history, the instructions for use (IFU), manufacturing instructions, and quality control data were conducted during the investigation. The complaint device was not returned; therefore, no physical examinations could be performed; however, a document based investigation evaluation was performed. There is no evidence to suggest the product was not made to specifications. The lot number of the device is not known; accordingly, a review of the device history record could not be conducted. The instructions for use provides the following information to the user related to the reported failure mode: precaution: enclose the device in the sheath before removing from the tray/holder. Precaution: do not use excessive force to manipulate this device. Damage to the device may occur. The complaint devices were not returned. Based on the investigations of devices that were returned for being non-functional, it is possible the cause for the issue is that the sheath of the devices were damaged during unpacking or subsequent handling. The is no information provided related to device handling, and without the return of the devices, a definite cause could not be confirmed. All devices are 100% inspected for functionality and damage during quality control checks. The risk analysis for this failure mode was reviewed, and it was determined that no additional risk mitigating activity is required. The appropriate internal personnel have been notified and we will continue to monitor for similar complaints

Event description:
It was reported prior to an unspecified procedure using a ncircle tipless stone extractor, the basket was not properly opening and closing. This was observed as the device was taken out of the package, prior to inserting the device in the scope, and prior to patient contact. This happened twice, consecutively, with two devices. A third device was used to successfully complete the procedure. There were no adverse effects to the patient reported as a result of this occurrence. Additional details regarding the patient and the event have been requested. At this time, no additional information has been provided.